Event description:
The following was reported to hamilton medical ag: "hospital staff were proceeding with treatment for the newborn in high-flow mode. After putting the device on standby and moving the patient, he attempted to resume ventilation. However, even after pressing the start treatment button, no flow was coming from c1, and there was no sound of the blower operating, so he decided to discontinue using this c1."

Manufacturer narrative:
Hamilton medical ag reference # (B)(4).

Manufacturer narrative:
This case (B)(4) (MDR 3001421318-2025-00543) was found to be a duplicate of our case number (B)(4) (MDR 3001421318-2025-00508). Therefore, this case (B)(4) (MDR 3001421318-2025-00543) is closed and the results will be provided within (B)(4) (MDR 3001421318-2025-00508).